Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. Additionally, it was reported that intermittent occlusion alarms occurred and that intermittent unspecified malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.